Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the semi-compliant balloon of a 5f mynx grip vascular closure device (vcd) would not deflate. The device was removed from the patient and manual pressure was held for hemostasis. There was no reported patient injury. No patient injury occurred. The device was stored and prepped per the instructions for use (IFU). The device was used in a diagnostic procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device was purged of air during prep. The balloon was prepped with 50/50 contrast. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, the semi-compliant balloon of a 5f mynxgrip vascular closure device (vcd) would not deflate. The device was removed from the patient and manual pressure was held for hemostasis. No patient injury occurred. The device was stored and prepped per the instructions for use (IFU). The device was used in a diagnostic procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The vcd was used with a 5f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The device was purged of air during prep. The balloon was prepped with 50/50 contrast. The device is not being returned for evaluation. The reported event of ¿balloon-deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the deflation issue reported. However, procedural/handling factors are possible since there were no issues reported during prep of the balloon. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ also included in the IFU, step 3: remove device, ¿retract syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing.¿ it should be noted that viscous contrast solution might cause difficulties when inflating/deflating the balloon and/or delay the balloon¿s inflation/deflation time. Based on the information available for review, there is no indication that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.